Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4); failure (event) observed during analysis. Analysis of the lead found insulation abrasion located from 39.6 to 39.8cm from electrode tip. The etfe insulation of the rv cables was not abraded in these locations. Other: na.

Event description:
This report is to advise of an event observed during analysis.